Event description:
Complaint notes: caller asking if it's possible that the atrial and ventricular is-1 connectors are switched up on the biotronik vdd lead in the device if it appears that the rv egm may be sensing atrial events? Explained that the is-1 lead connectors could be switched if the rv egm is sensing atrial events. Explained that they'll also want to check lead position using x-ray to make sure that the lead is fixated in the correct location of the heart. Caller was going to perform additional testing to check that the is-1 lead connectors are switched. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).